Event description:
Sixteen days following pci, the two implanted cypher stents were occluded with thrombus. Pci was performed on this pt who presented for elective treatment of two de novo lesions in the left main coronary artery through the proximal left circumflex and the proximal to mid lad. The lesions were 11mm in length in an unk vessel diameter with bifurcations. The vessel types wre (b2). Pre-procedure medications included asa 162mg/day and ticlopidine hydrocholoride 200mg/day. Intr-procedure medications included asa 162mg/day, heparin 9400 units and ticlopidine hydorchloride 200mg/day. Both lesions were pre-dilated with a 2.5x15mm balloon at 16 atm before deploying one 2.5x18mm cypher at the left circumflex at 20 atm. Deployed next was a 3.0x18mm cypher in the lad at 20 atm. The two stents were placed as a y-stent, overlapping each other.